Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the system power manager (spm). The system was verified and ready for use. The unit was analyzed and no error was found indicating the fault that happened in the field. Visual inspection, no issues were found that are related to the report issue. The spm was installed onto the golden system where the component functioned as expected. The golden system was set to run 10 power cycles and sit idle for one hour. Once testing was completed, the system error logs was inspected, but no error could be identified. The complaint was not confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure using the x/xi system that the system was not running on ac power. The clinical sales rep (csr) reporting the issue worked with the staff to check the breakers, using different outlets, and performing hard power cycles. The issue was not resolved. The case was converted to laparoscopic. There were no reports of patient injury.